Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #5l; cat # 5517f501; lot # lj76r. Tritanium bplate triathlon s6; cat # 5536b600; lot # ctd51736. Tritanium patella-asymmetric; cat # 5552-l-350; lot # mea31. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "infected knee." The patient's left knee construct (femoral component, insert, tibial baseplate, patellar component) was removed and a spacer was placed. Spoke to rep, who provided primary and revision usage and explant pictures. No further information will be released by the hospital or surgeon.